Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. As a result, the customer's blood glucose level decreased to 40 mg/dl. Customer consumer carbohydrates to address bg. Reportedly, customer continued to use pump for insulin therapy.